Manufacturer narrative:
There was no death or device malfunction with the defibrillation event. Device evaluation summary device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the front response button was functioning intermittently. The root cause for the intermittent response button could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. At this time the physical evaluation of the equipment at zmc does not add further value in the root-cause investigation of this complaint because the information contained in the distributor incident file, the qualified clinical consultant review, and/or the device download data suffices the root cause investigation of this event. Device manufacturer date: monitor: 05/23/2014. Electrode belt: 04/01/2011. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram (B)(4)) to the reported problem. The factors are: rate exceeds programmed threshold. ECG morphology change. Patient unconscious. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing of low amplitude cardiac signal and nsvt. The rapid rate satisfied the rate detector of the detection algorithm. There is no CAPA initiated at this time. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Inappropriate treatment events are assessed during the monthly data analysis of complaints per sop (B)(4).

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced a defibrillation event consisting of three shocks. The patient's first treatment was appropriate. The patient fainted at the time of the first treatment event. At 13:56:06, the patient experienced an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), and the post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient experienced an additional two inappropriate treatments. Oversensing of low amplitude cardiac signal and nonsustained ventricular tachycardia (nsvt) contributed to the false detection. The patient experienced treatment two at 13:56:40. The patient's rhythm at the time of the treatment was asystole and the post shock rhythm was bradycardia at 30 bpm. The patient experienced a third treatment at 13:57:14. The patient's rhythm at the time of the treatment was bradycardia at 40 bpm, and the post shock rhythm was a sinus rhythm at 60 bpm. The response buttons were not pressed during the event. The patient received medical attention after the event and ended use of the lifevest due to a plan for receiving an ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.